Manufacturer narrative:
The hardware had been received but was not included in error with the submission of the initial MDR. This was identified on 25apr2017. Results of service evaluation: the carefusion service center group received the suspect gas delivery engine (gde) for investigation. The physical inspection found the broken damage oxygen switch assembly, which was the cause of the gas leak. The gde could not be fully tested until a replacement oxygen switch was installed. The service group tested the gde to manufacture specifications , which the device /component passed. The original complaint was duplicated however no root cause was determined.

Manufacturer narrative:
(B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported an internal gas leak while in patient use on this avea ventilator. The facility reported no patient harm was associated with this event. The distributor visited the facility at the request of the hospital engineer who was unable to resolve the avea ventilator internal leak. The distributor found the problem was related to a gas leak out of the manifold block of the gas delivery engine (gde).